Event description:
It was reported that, there is a suspected migration of this subcutaneous implantable cardioverter defibrillator (s-ICD) out of the intramuscular pocket. It was noted that the patient may be a twiddler but also is a weightlifter. Boston scientific technical services (ts) discussed that device migration can always be considered a possibility and that incomplete placement intermuscular could lead to movement. It was discussed that it is on physician discretion about beginning intense workouts again, the stresses it puts on device and the implant location. Additionally, it was observed there was very little subcutaneous tissue to re implant the device and another complete attempt at intermuscular may be best plan. Subsequently, the device was revised. This device remains in service. No additional adverse patient effects were reported.